Event description:
It was reported that during a lead implant procedure, the physician attempted to insert the stylet into the left ventricular lead but was unsuccessful. The physician then elected to use a different lead which was successfully implanted. The patient status was stable.

Manufacturer narrative:
The reported event of the stylet not inserting was confirmed. As received, a complete lead was returned in one piece measuring 86.0 cm. Visual examination of the lead found an offset of the inner coil at the proximal region. The stylet insertion test could not be performed due to the condition as received of the inner coil. The reported event of was isolated to inner coil damage consistent with procedural damage.